Event description:
Reportedly, during pt use, the ventilator ventilated only for one hour on battery power and shutdown due to a short battery lifetime. Replacing the dual battery pac resolved the issue. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l pt info was not provided.